Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea during the initial implantation surgery on (B)(6) 2025. Since activation, the patient has experienced poor performance and poor sound quality, with all sounds perceived as static. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.